Event description:
It was reported that patient underwent signature knee arthroplasty on (B)(6), 2012. During the procedure, after the surgeon placed the tibial guide, it was noted to be five degrees varus. Conventional tools were used to make the tibial cut. The surgeon also had to recut for a different femoral size. The procedure was completed, but only after a delay of more than half an hour had occurred.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Surgical plans for the procedure were reviewed. The guides were made to the surgeon's preferences, but were not approved by the surgeon prior to the procedure, despite being available for review. No root cause could be established for the complaint.